Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and bradycardia. It was further reported that the implantable pulse generator (ipg) paced below the lower rate setting. The ipg remains in use. No further patient complications have been reported as a result of this event.